Event description:
The device was applied during an unspecified thoracoscopic procedure. Reportedly, the instrument would not close. The surgeon completed the procedure with another device. The hospital has reported no pt injury occurred.